Event description:
I have used fixodent denture creme for about 4 yrs. Started feeling tingling in my hands and feet. Over that time, it continued to get worse. In 2009, I went to neurologist, diagnosed with neuropathy blood tests, showed high zinc - low copper. Dose or amount: denture creme, frequency: 2-3 daily, route: oral. Dates of use: 2006 - 2009. Diagnosis or reason for use: denture adhesive creme. Event abated after use stopped: no.